Manufacturer narrative:
Subject device was returned for evaluation. Visual inspection identified the device was missing o ring. An o-ring was pulled from stock and was replaced. Post replacement, subject device was functionally leak tested and passed. The device when assembled with all the required components functioned per specification. Without the o-ring the device will not function as intended. A review of the device history records identified no issues with the build of the specified lot. A review of the complaint history did not identify any additional complaints for the manufactured lot on file. Per results of the investigation, the root cause was undetermined. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an unknown procedure utilizing the 5mm diagnostic medium flow double valve, rotatable cannula, it was reported that fluid leakage occurred from one of the valves. It was reported that no backup device was available. It was reported that the surgery was completed with the complained device by covering the defective valve with gauze. (B)(4).